Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while having intercourse. Technical services (ts) reviewed and noted this was due to oversensing of myopotential noise and low amplitude qrs complex in secondary vector. Ts discussed programming and troubleshooting options. It was noted that this patient had experienced 3 appropriate shocks previously, due to torsades. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while having intercourse. Technical services (ts) reviewed and noted this was due to oversensing of myopotential noise and low amplitude qrs complex in secondary vector. Ts discussed programming and troubleshooting options. It was noted that this patient had experienced 3 appropriate shocks previously, due to torsades. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted due to the previously mentioned inappropriate shocks. A transvenous system was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while having intercourse. Technical services (ts) reviewed and noted this was due to oversensing of myopotential noise and low amplitude qrs complex in secondary vector. Ts discussed programming and troubleshooting options. It was noted that this patient had experienced 3 appropriate shocks previously, due to torsades. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted due to the previously mentioned inappropriate shocks. A transvenous system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.